Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected after a fall, hitting his implant.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing/and electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected after a fall, hitting his implant. The user has been re-implanted.